Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter would not power on. The complaint was classified based on customer service representative (csr) documentation. The patient reporter that the alleged product issue first started ¿4 months ago¿ when the subject meter would not power on after the patient reportedly changed the subject meter¿s battery, preventing the patient from performing a blood glucose test. The patient manages his diabetes with insulin (¿fixed dose, 25 units¿), oral medication (¿metformin 25 units¿), diet and/ or exercise. He reported that in response to the alleged product issue, despite not being able to obtain blood glucose readings, he continued with his normal diabetes management routine and altered his food intake based on his feelings. The patient reported that ¿4 months later¿ he began to develop the symptoms of ¿dizziness, weakness and sweating¿. The patient denied receiving any treatment beyond his usual routine of diabetes management and care in response to these alleged symptoms. During troubleshooting, the csr verified that based on the information provided the subject meter¿s battery did not need replaced, the correct test strips were being used, there was no product misuse associated with this complaint and this was not the first time the patient had used the subject meter. The csr was unable to resolve the issue by providing training and the subject meter did not turn on when a test strip was inserted or when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to the subject meter not powering on.